Event description:
It was reported that the pt underwent a blephroplasty surgery in whcih prolene sutures were used. The pt returned within three hours since the suture broke in the middle of the suture line. Surgeon used a purse string technique. The pt was resutured. No further consequences were reported.